Event description:
This report is being filed after the subsequent review of the following literature abstract: bach et al (may 2013): no osseointegration of lumbal total disc arthroplasty - technique of explantation and reconstruction. Eur spine j 22: pg 2611-2612. (B)(4). This is a report of a series of 20 cases of total disc arthroplasty (tda) removal (5 men, 15 women) involving the levels l3-s1(l3/4: 1, l4/5: 9, l5/s1:10). Different types of prosthesis were explanted including keel-prosthesis (9 cases) and keel-less prosthesis (11 cases). Unknown which implants were used for the tda. The indication for explantation included mechanical complications in 11 cases and persisting pain in 9 cases. All tda at the level l5/s1 were explanted by the original antero-median approach using the opposite side. All higher levels were explanted by an antero-lateral approach. Preoperative stenting of the ureter was performed in all patients. According to the defect, reconstruction was performed with a stand-alone anterior cage (synfix, synthes) or an asymmetric paired mesh device (synmesh, depuy synthes). The computed tomography scans verified fusion rate was 90%. The approach related complications included irritation of the lumbar plexus and the genitofemoral nerve. This report refers to complications: non-union, irritation of lumbar plexus and genitofemoral nerve. This is report 2 of 2 for (B)(4). This report is for an unknown mesh device, synmesh, synthes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown mesh device, synmesh, synthes/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.